Manufacturer narrative:
Analysis of the lead found that there was no anomaly.

Event description:
It was reported that there was high impedance of >10,000 ohms. It was noted that electrode 0-6 ¿were not working.¿ the manufacturer representative noted that during the trial they could not get the lead to work. The manufacturer representative changed the multi-lead trialing cable (mltc) and the external neurostimulator (ens) and this did not resolve the issue. It was noted that a new lead was used and it worked. The event occurred during the procedure. It was noted that the device was not implanted. Diagnostics or troubleshooting included impedance testing and x-rays. The issue was not resolved. The cause of issue was not determined. There were no symptoms or complications associated with this event. The patient status at the time of this report was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), product type: screening device; product ID 3555-31, serial# unknown, product type: screening device; product ID neu_stylet_acc, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was also reported that the lead and stylet were returned.